Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, as the malfunction code was resettable. After the reset, the malfunction code did not recur, and the customer was instructed to call back if the issue reappears. The customer understood the instructions and continued using the pump.